Event description:
An ophthalmologist reported a male pt was diagnosed with acanthamoeba keratitis while including complete moistureplus as part of his lens care regimen. The reporter indicated that the pt's symptoms began around 2006. He was seen by various optometrists (no diagnosis provided) until he presented at the urgent care center with bilateral perineuritis. He was escalated to this corneal specialist who suspected acanthamoeba keratitis. He indicated there were diffuse and focal corneal infiltrates with some irregularities in the corneal epithelium. The right eye was worse than the left. He was seen the following day; his eyes, his contact lens case and the solution in the case were cultured. Apparently neither the contact lenses nor the bottle of solution were cultured. The pt was started on phmb, brolene, neomycin and zymar. The cultures were returned the following day: the culture of the eyes was negative, but the contact lens case and solution in the case were positive for acanthamoeba and "a few gram negative rods and bacteria". The pt has been followed with improvement noted. When he was last seen in 2007, his visual acuity in the right eye was 20/70 with a central corneal scar and no inflammation present; the left eye was 20/20 with some focal scarring, no inflammation. He continued on phmb, brolene and zymar, one drop every 4 hours. Pred forte had been added to the regimen as well. The reporter indicated that the right eye will probably need a corneal transplant in the future. The physician indicated that the pt denied swimming in his lenses, he said he had slept in them once, but did shower in them from time to time. The physician attributed the acquisition of the disease to this practice. He did not know the brand of contact lenses worn nor the pt's lens care regimen (e.g., if he used tap water to care for the contact lens case). The lot number of the bottle used was unknown.

Manufacturer narrative:
In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as an MDR. The relationship, if any, of the device to the reported adverse event is unknown. The complainant implied an association between the amo device and the reported event. Root cause has not been established.